Event description:
It was reported that the patient experienced shocking one time during programming recently. It was further stated that the patient was "implanted with spinal cord stimulation because they were electrocuted while on top of a ladder, which caused them to fall." It was unclear if the stimulation or something else "electrocuted" the patient, and caused the subsequent fall. During the reprogramming session, when the patient went from standing to laying down, they experienced "some" overstimulation. It was noted that this reminded the patient of when they were electrocuted. It was also indicated that the patient would get "buzzed/zapped" when they coughed. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. Two months previous during a visit with the health care provider and medtronic representative the patient was lying on a table and the stimulation was too high. It was stated that the patient was "bouncing on the table". The stimulation had been in "stand up" mode and was too strong. The patient was reminded of being electrocuted in the past. The representative turned the stimulation down as fast as he could. The patient felt a "heavy pulsing" and was "only shaking on the table because of past trauma for electrocution that happened a few years back". It was not clear if the reporter meant that the device caused the shaking or not. No further information was provided.

Event description:
Additional information received reported that the patient had psychological problems with being overstimulated because he was electrocuted in the past. It was reported that the patient laid down after using the rest room and was over stimulated. When he laid on his back one side of his body cramped up. It was noted that the patient was set at 1.40v, and that was his normal setting.

Manufacturer narrative:
Fdp and fdd codes were updated as last supplemental report was sent on (B)(6) 2013 and coding guidelines have since changed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had their ins removed 1-2 months after implant due to the shocking sensation described in previous reports, but that their lead was still implanted. The patient wanted to know how to donate the external devices back to the manufacture. It was noted that the patient was in pain.

Manufacturer narrative:
Product ID 3888-45, lot # v546741, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v941616, implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).